Event description:
It was reported that the cassette was not attached , load v5 software was experienced.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 23-may-2022 via email. And attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; however, a tamper seal was missing. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. However, during functional testing the downstream occlusion sensor was stuck in the manufacturing utility mode and an inoperable downstream occlusion sensor was unable to be calibrated. It was determined that an inoperable downstream occlusion sensor was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously an internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: catalogue number: 21-2120-0104-01.